Event description:
It was reported that the tuftex embolectomy catheter was inserted into the blood vessel. While the physician was pulling back the catheter for the embolectomy he was no longer able to feel resistance. Upon checking the balloon it was observed to be ruptured. There was no calcification or severe stenosis at the lesion. The operation was completed using a replacement device. No injury occurred.

Manufacturer narrative:
The device was received for evaluation and the reported issue was confirmed. The balloon was observed to be ruptured. The precise cause of the balloon damage could not be determined. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.